Event description:
Additional review of the event revealed that during the procedure the physician had used the passing elevator twice to test the pocket for the electrode. When the physician tried to insert the electrode he found the pocket was too tight. He enlarged the pocket, and requested the passing elevator again, at which point it was discovered the paddle section was missing. The procedure was prolonged due to the incident and the patient had a history of being prone to infection. It was noted there was no adverse patient outcome as of the date of the initial report. Additional information received noted the space the passing elevator was used in during the procedure was quite tight.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the passing elevator found the distal tip was detached from the handle. The distal tip showed traces of adhesive in the channel indicating it was manufactured correctly.

Event description:
The paddle section of the "elevator" was missing after passing the "elevator" during surgery. Only the central plastic portion remained. The hcp was very concerned the paddle section may still be inside the pt and that he would have to do an extensive laminectomy to remove it. The rest of the "elevator" was eventually found on the floor. The rest of the procedure was completed without incident.